Manufacturer narrative:
(B)(4). The device was manufactured in 1996. The device was received for evaluation. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The power on self-test was successfully completed. A short simulated therapy was successfully performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis patient passed away. The cause of death was not reported. It was not reported if peritoneal dialysis therapy was ongoing until the time of death. It was not reported if an autopsy was performed. No additional information is available.